Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced abdominal pain and stoma site pain. In (B)(6) 2017, the patient experienced a stoma infection and erythema. In (B)(6) 2018, a culture was positive for an infection and the patient was treated with antibiotic 500 mg of oral amoxicillin for a duration of 10 days. On (B)(6) 2018, the events of abdominal pain, stoma site pain, stoma site erythema, and stoma site infection resolved.